Manufacturer narrative:
UDI number for this product code is not required. (B)(4). The actual device along with two (2) unused samples from the same lot were returned to the manufacturing facility for evaluation. The actual sample was connected to an extension tube with a 3-way stopcock attached. Visual inspection of the actual sample confirmed catheter damage. The catheter damage was observed at approximately 18 mm from its tip as reported. Furthermore, the damaged catheter was approximately 18 mm long, no other missing fragment is expected. Microscopic observation of the cross sectional view was observed to be deformed elliptically, while magnified view of the damaged was to be a combination of both smooth and rough in irregular patterns. Visual inspection of the two (2) unused samples confirmed no irregular findings. A review of the manufacturing inspection records of the reported product code/lot number combination was conducted with no relevant findings. A review of the complaint files for the reported product code/lot number combination was conducted and no similar events were reported. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "do not attempt to re-insert a partially or a completely withdrawn needle." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported a ruptured catheter during a procedure. Follow up communication with the user facility reported the following information: at approximately 13:45 an IV was placed in the patient; at approximately 15:44 swelling was observed while no bleeding was confirmed at the placement site of the IV; the entire line was removed from the patient; upon removal from the patient, the catheter was partially missing from its tip; the length of the catheter was reported to appear shorter than the original length; the catheter fragment was successfully removed from the patient; and the current condition of the patient was reported to be fine.